Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No patient identifier: (B)(6). Initial reporter - postal code: added a leading zero due to the system requiring a minimum of 5 digits in the field. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased alinity I total psa results for 5 patients while running on the alinity I processing module. The following data was provided:(normal range: 0 - 4 ug/l): initial testing was performed on (B)(6) 2021: (B) (6). There was no impact to patient management reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g03001. Service performed extensive troubleshooting which included reseating/tightening and cleaning multiple parts. However, the issue was not resolved until the face seal fitting repair kit was replaced. The face seal fitting repair kit (part number a-51998-01) was determined the likely cause for the issue. The module function was verified with a control run. The service history was reviewed, and no contributing factors and no subsequent issues were identified relating to erratic/decreased results for the alinity I processing module (ai01885). The trending review identified no trends for the alinity I processing module associated with the issue. The device history record was reviewed and identified no non-conformances or deviations for the face seal fitting repair kit (part number a-51998-01) and for the alinity I processing module (ai01885). Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified.